Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device was showing high impedance readings of >2000. It was stated the patient had a history of high impedance readings. Troubleshooting was suggested, but no patient outcome was reported. Additional information has been requested. A follow-up report will be sent if additional information becomes available. Reference MFR report #3004209178-2011-04170.